Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had damaged. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the lead spirally deformed after being screwed into the myocardium¿ was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray analysis noted the helix was stretched / damaged as received. The cause of the reported event was due to the helix stretched / damaged which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.